Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the leadless implantable pulse generator (ipg) was implanted in the suffering patient, two months after the motorcycle accident followed by cerebral contusion, ascending aortic dissection and developed sepsis. The llipg device was implanted against sinus arrest that was developed following termination of atrial fibrillation and the device was implanted in the apical septum after the first deployment. Pericardial effusion, developed due to the dissection of the ascending aorta and prior to the llipg implant, was stable and no increase in pericardial fluid by pericardial drainage was observed after llipg implant, and there was no possibility of new cardiac damage by llipg implant. Until the following morning, conversation with the patient was possible. On the following morning, cardiac arrest was observed and general life support was administrated such as cardiac massage, intubation, drug administration including vasopressor. As a result of those treatment, no heartbeat was confirmed on the echocardiogram and the patient¿s death was confirmed by cardiac arrest. Pacing was properly operated until immediately before developing cardiac arrest, and the llipg system was confirmed as it had no anomaly. Under exiting circumstances, the physician had a negative view for complication associated with the llipg implant as a cause of death and presumed ascending aortic dissection as a possible cause of death.